Manufacturer narrative:
The water solenoid is clogged, restricting water flow, built up debris in water hose and hpc harness, burnt master wire harness, damaged lower housing. Damaged and faulty parts have been replaced, unit calibrated and tested to factory's standards. No other faults found. St was not sent in for evaluations. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While using a g310, they allege that the handpiece was hot to the touch and they had low water flow; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.